Event description:
The customer contacted hearsine to report that their device would not emit audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Manufacturer narrative:
Heatsine evaluated the device and was able to verify and duplicate the reported issue. A visual inspection of the speaker cables identified that the black speaker cable wire strands were severed in the region where the rim of the upper case meets the lower case. This indicates that the cable had been damaged during pairing of the two cases at manufacture. The fault could not be replicated after replacing the speaker. This confirmed a failure of the returned speaker due to the severed black speaker cable. Despite no audio prompts, the unit¿s ability to successfully deliver the test therapy sequence, was demonstrated during the investigation, as the device continued to prompt therapy via the instructional leds. Information from heartsine records and the history log for this device showed the device passed out qat on the 1st february 2021 and was in service for approximately four years prior to the return to heartsine. During this period there were multiple manual power cycles throughout with no fault reported at these times. It is therefore possible that the reported fault was a latent failure that had developed over time due to the damaged cable. As multiple manual power cycles were recorded from the 2nd july 2025, it is possible that the user had likely become aware of the fault at this time. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted hearsine to report that their device would not emit audio prompts. Without voice prompts, a lay user would not receive the audible instructions on how to properly use the device on a patient, if needed. There was no patient use associated with the reported event.